Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer and the avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 3-4 and confirmed the intermittent image issue. The technical service representative noted that when the avl video baton 3-4 was connected to test equipment, the image intermittently cut out. The camera image quality test was performed and failed. The service representative noted that the baton's lens cover was cracked and attributed the "intermittent image" issue to baton failure. Since the customer had already received a replacement glidescope avl video baton 3-4, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was cutting in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.